Event description:
It was reported the patient deceased following an unrelated procedure. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.